Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional b5 narrative: it was reported that the patient experienced adhesion following the implantation.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) represents the adverse event which occurred on (B)(6) 2017. (B)(4) represents the adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2017 during which the surgeon noted ¿the previously placed mesh was noted to be preperitoneal in location. It was reported that the patient underwent removal surgery and recurrent ventral hernia repair surgery on 7/10/2019. It was reported that the patient experienced severe pain, nausea, inflammation, bulging, stress and anxiety. No additional information is provided.